Manufacturer narrative:
(B)(4). Medical product: femur cemented posterior stabilized (ps) narrow left size 8, catalog # 42500006401, lot # 62369093. Articular surface fixed bearing posterior stabilized (ps) left 10 mm height, catalog # 42512400710, lot # 62409274. Natural tibia cemented 5 degree stemmed left size e, catalog # 42532007101, lot # 62424063, persona cem fem/cem tib/ve surf/std pat, catalog # 98000241500, lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient allegedly fell causing an avulsion fracture. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.

Event description:
From additional information received, it was reported that the patient experienced a fall due to unknown reasons causing a patellar avulsion fracture. No further intervention has been reported at this time.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. H6 - patient code - fracture (1870) was initially reported; however, this is incorrect and should be removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical record review indicates that on (B)(6) 2014 patient experience pain and difficulty progressing with rom for 7 weeks follow tka, diagnosed with stiffness/arthrofibrosis. Mua with cortisone injection was performed. The patient continued to experience pain. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.